Manufacturer narrative:
The decision was made to leave the left ventricular lead implanted. The right ventricular lead was surgically abandoned and replaced. The device was removed, replaced, and returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator underwent a pulmonary ablation due to atrial fibrillation. During the procedure external defibrillation was required. The patches of the external defibrillator had been attached on the left and right sides of the patient's chest. After the ablation procedure the device was interrogated and higher than before stimulations thresholds and pacing impedances on the right ventricular defibrillation lead and left ventricular lead were found. In addition, a low shock impedance measurement was noted due to an alert message of low shock impedance less than 20 ohms notification. This was likely a result of the commanded 31j shock required during the ablation procedure. This was a commanded shock for cardioversion to terminate atrial fibrillation. The device was interrogated; the atrial lead revealed normal values and parameters. The right ventricular sensing was normal, however, high pacing impedance and high thresholds were noted. The shock impedance was normal during interrogation. The left ventricular impedance was greater than 2,000 ohms, and thresholds were high. All other measurements were normal. A revision procedure was performed; upon removal of the device, a black mark was noted on the device. The right ventricular lead had been lying on the black mark of the device and the lead insulation was damaged. A shorted lead condition was suspected.